Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the returned product identified a failed weld between the strike plate and handle body. Both side of the strike plate exhibit impact marks. The handle body is dinged near the strike plate. Scratching and scuffing are present on the surface of the broach handle. Complaint confirmed based on evaluation of returned product. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Corrected: d1, d2 updated: d4, d9, g3, g4, g6, h2, h3.

Manufacturer narrative:
(B)(4). Concomitant medical products: 650-0661 delta ceramic fem hd 36/0mm 3133310. 30103605 g7 vit e neutral lnr 36mm e 65833241. 51-104100 tprlc 133 t1 pps ho 10x140mm 7378195. 010000663 g7 pps ltd acet shell 52e 7435195. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the broach handle broke. Attempts have been made and no further information has been provided. No consequences or impact to the patient.